Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, capture could not be obtained. The lead was removed from the pocket and a replacement lead was successfully implanted.